Event description:
Additional information indicated that the patient underwent device replacement. Since the patient had not recharged for a year, it was not considered normal depletion. There were no injuries and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n334168, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge and it was unknown which number overdischarge this was. A physician mode recharge (pmr) was performed, and the pmr did not successfully reset the device. Actions were not taken but were planned, and planned on a battery replacement, date was unknown. No diagnostic testing or troubleshooting was performed. The patient had not recharged the battery in approximately one year because she moved and misplaced the recharger. The patient wanted the battery replaced, but no date for replacement was given at the time. Patient status at the time of the report was alive, no injury. The patient symptom or complication associated with the event was less than 50% therapy relief at the location of the legs. The implantable neurostimulator (ins) replacement was scheduled for (B)(6) 2014. The patient was ¿more receiving effective therapy¿ because the stimulator was dead. It was assumed that it was meant to note that the patient was ¿no more receiving effective therapy¿. Information regarding patient outcome following the procedure has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the recharge count prior to receipt in the analysis lab was 16. The last recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for one hour, 27 minutes, and the battery charged from 2.495v to 3.745v. The parameter trend diagnostic section of the trace report showed the last patient usage occurred on (B)(6) 2013. The battery discharged to the lock mode on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.